Manufacturer narrative:
Unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), a two millimeter imprecision to the left was noted after an hour of navigation. It was reported that the surgeon reverted to registration, collected more points for the tracer registration and continued with the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.